Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out during the manual priming process. At the time of the phone call the customer's blood glucose was 137 mg/dl. The drive support cap was sticking out. The discontinuation of the device was advised. The customer called at a later day and stated that they had reverted to manual injections and their blood glucose was 180 mg/dl. The customer declined returning the malfunctioning device for analysis. Nothing further was reported.